Event description:
The child has demonstrated fluctuating responses to sound. Using the appropriate diagnostic equipment and through consultation with engineering in 2000, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery had not been scheduled as of the date of this report. The healthcare professional has been informed that the explanted device should be returned to cochlear corp.